Event description:
It was reported, the pt complains of pain due to her ipg location. She stated, the site is sore when she wears pants and she tends to lean against the ipg when she sits. It was reported, the physician plans to move the ipg site more lateral. No further info is available. At this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.